Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, the gold probe was advanced into the patient to treat a gastric bleed. However, the device failed to deliver electrical current and cauterize the tissue. No damage was visible to the device. The procedure was successfully completed with a second gold probe. Both devices were used with the same valleylab generator and without an active cord. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.